Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedances. It was noted that there was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.